Event description:
A customer reported on (B)(6) 2011 at 5pm he took a blood test with their freestyle freedom lite meter, received a reading of 112mg/dl and then ate food. Around 6pm-6:30pm the customer experienced weakness, diaphoresis and subsequently lost consciousness. The paramedics were called and upon arrival received "lo" message on their meter of unknown brand and treated customer with glucagon. No additional information is available as the customer refused to complete troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.